Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located, and (B)(6) was used g.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following was provided by the initial reporter: rcc received a complaint via email. I had a customer reach out about our safetyglide needles not working properly & leaving the needle exposed. They'd like to collect all of the malfunctioning needles and send them back to us, but they don't want to have exposed needles laying around.

Manufacturer narrative:
Additional information: (e) initial reporter details. Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided.

Event description:
No additional information.